Event description:
It was reported that a patient had excruciating pain at the implant site. There were no known falls or trauma, although the patient did have some mental issues and she does fall but doesn¿t remember. The pain had started in the last week or so. It was unknown if the implant site was tender or red. The implantable neurostimulator (ins) was functioning properly and had improved the patient¿s urinary function. The patient¿s device had been reprogrammed not too long ago, impedances were run, and everything looked fine. It was later reported on (B)(6) 2014 that patient was still experiencing pain at the implant site. The cause of the pain had not been determined. The patient went to see an allergist to see if she could be allergic to any of the device components and the test came back negative. The patient was scheduled to have a revision performed on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0gl2s, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported by the representative noted that the revision surgery took place and they did a system replacement. They moved it to the opposite side of the body. The representative was asked if the patient&#38112;reported pocket pain had resolved with the revision and he reported that the pain had dissipated and their retention was normal.